Manufacturer narrative:
Initial report ref to natus complaint (B)(4) . The customer confirmed they are unable to provide the serial/lot number of the affected part. They also confirmed that no medical intervention was required, delay was related to having to change the clamp. Acceptable risk as per hazard ID 5.12, severity-11, in natus doc (B)(6) 3 external drainage system risk analysis. Risk is considered to be moderate. The customer has been provided with a shipping label to have the product returned to cg labs for decontamination prior to being returned to natus for evaluation.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - tip on evd where the bag is secured broke off into the csf bag collection so the top of the bag would not screw on. A new bag was not able to be attached." No patient injury documented.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Addition information added to section a2., a3a. No related capas. Dec 21, 2023: the affected product was sent to the san diego site for evaluation. Awaiting investigation results.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - tip on evd where the bag is secured broke off into the csf bag collection so the top of the bag would not screw on. A new bag was not able to be attached." No patient injury.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). Serial number referenced on the product evaluation form = (B)(6). Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) sold within past two years. Failure rate = 0.00%. Root cause/failure investigation: the customer returned one eds device for evaluation. The spin luer lock that connects to the collection bag broke off. The broken component was not returned with the eds system, so it is not possible to determine what caused the breakage. The evaluation conclusion is as follows: the breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or may have cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. Another indication is that the component may have been exposed to an excess amount of aggressive cleaning agents when wiped which caused the component to become more brittle. It seems that the user tried to disconnect the spin luer with a tool instead of by hand. Failure mode: confirmed / spin luer lock breakage during use.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - tip on evd where the bag is secured broke off into the csf bag collection so the top of the bag would not screw on. A new bag was not able to be attached." No patient injury.